Manufacturer narrative:
For report 3004464228-2025-64127-01, below has been updated. The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Lot release records were reviewed, and the product lot met all acceptance criteria. As there was no problem found related to the obstruction of flow event, insulet¿s analysis of the available information deems that the reporting requirements of si 2024/1368 were not met and therefore, a supplemental (non-reportable incident) is submitted.

Manufacturer narrative:
For report ref#: 3004464228-2025-64127-02, please see the updated correction below: the pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site on the arm, the pod's cannula was found blocked. Patient also reported of dampness around the cannula but did not think insulin was leaking.